Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 28 mmol/l at the time of the event caused by insulin flow block alarm, and patient got treated with insulin via injections at hospital. Patient has experienced the symptoms of dizziness/unwell at the time of the event. Patient was also found positive for high ketones level. Ketones level were more than 2 mg/dl at the time of the event. Patient has not been released from the hospital yet. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005271, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005271". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6005271 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine 12 on 29/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, the lot 4a05791 was assembled according to the wi version 26 on-line inspection on 26-jan-2024, with a total of (B)(4) units each. The lot 4a05812 was assembled according to the wi version 26 on-line inspection on 26-jan-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.